Manufacturer narrative:
Per the sales rep, the unit was disposed of because it was covered in blood. Units are now sent to lso for disinfection before being sent to tenex for evaluation. It is not possible to verify an assignable cause for the unit failure without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for lot 15413-03 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 15413-03. There were (B)(4) reported microtip unit failures from this lot. Lot 15413-03 has a failure rate of (B)(4).

Event description:
Initially the error message came up for vacuum issues, reprimed and set irrigation settings started working then stopped saying check handpiece. Was covered in blood. Did not save tip.